Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/apr/2015 and 23/jul/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken shell, yellow particles, missing and dark ring. Weight measurement identified the device was underweight. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening and a piece of the shell is missing; the assessment is inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange of textured implants due to patient's concern with the product. Device has been explanted.